Event description:
Pt was not considered injured and is doing well.

Manufacturer narrative:
The device was evaluated and the alleged failure could not be duplicated. The device was tested per tm-084. Mfg batch record review found no discrepancies with lot #gp856. Trend analysis found no other complaints associated with lot#gp856. Jjpi considers this file closed.